Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the electrocardiogram and pressure trace were frozen on the display, and they were unable to change settings. The unit also failed the k5a vacuum leak test. The pt was placed on another unit and therapy was initiated.